Manufacturer narrative:
H11: the actual device and a photograph of the actual sample were received for evaluation. Visual inspection of the photograph identified a pool of fluid inside a bag that contained the device which suggested a leak occurred. Visual inspection of the actual device via the naked eye noted fluid inside a bag that contained the unit which suggested a leak occurred. Further inspection revealed the leak was due to a broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the broken tubing was related to excess solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the sealed overpouch. The device contained cefazolin 6000mg in total volume of 240ml sodium chloride 0.9%. This was observed at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.